Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported dry eyes seven months after bilateral lasik. Patient was placed on a steroid drop. There are two medical device reports associated with this event. This report references the left eye. Add'l info has been requested.